Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08195. It was reported that stent thrombosis occurred. The target lesions were located in the left anterior descending (lad) artery and circumflex artery (lcx), a 2.5 x 16 promus stent was implanted in the left anterior descending (lad) artery and another promus stent was implanted in the circumflex artery (lcx), multiple balloon inflation and insertion was done to post-dilate the lad. It was noted that there was some clot that started to form inside the stent in the lad. Moreover, the same thing was also noted with the stent implanted in the lcx which the clot extended to the left main artery. The physician then attempted to do manual aspiration but was unsuccessful. Subsequently, two more stents were then implanted in the lad and lcx to treat both thrombosis. The patient was intubated. No further patient complications were reported and the patient's status was fine.